Manufacturer narrative:
Return requested. Replacement open spine clamp shipped to site (B)(6) 2015. Medtronic investigation of returned suspect open spine clamp finds that the adjustment screw threads are intact and undamaged. The screw travel is smooth, however, the head of the adjustment screw has tool marks all around it with the hex head slightly rounded out causing difficulty setting the clamp. Failure: physical damage - rounded head/damaged screw hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the screw on the site's open spine clamp was stripped. The screw used to open and close the jaws on the spine clamp was starting to strip which made it difficult to tighten. The hex fitting had not totally stripped out and the surgeon was able to secure it to the patient to successfully continue the procedure. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.